Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Per surgical technique: while the expected life of spinal implant components is difficult to estimate, it is finite. The surgeon must warn the patient that the device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future. These implants are temporary internal fixation devices designed to stabilize the operative site during the normal healing process. After healing occurs, these devices serve no functional purpose and can be removed. The actual root cause cannot be determined, possible root causes include: -improper construct, set screws not tightened correctly; -excessive load due to unstable construct; -excessive load due to patient anatomy/pathology; -patient performs strenuous post-op activities; -surgeon applying too much torque to seat the screw head.

Event description:
Physician reported that an oasys polyaxial screw meant to correct an odontoid fracture and atlantoaxial subluxation at c1-c2, fractured in (B)(6) of 2013. The patient was not revised for this issue.

Event description:
Physician reported that an oasys polyaxial screw meant to correct an odontoid fracture and atlantoaxial subluxation at c1-c2, fractured in (B)(6) of 2013. The patient was not revised for this issue.